Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: testing revealed a no output, no telemetry condition, and the device had not met its expected longevity. High current drain was confirmed, accounting for the reported premature battery depletion. Unstable levels of current drain were documented. The excessive current was due to an anomaly internal to an integrated circuit. It was reported the device was replaced due to premature battery depletion. The patient recently had shortness of breath. The lower rate was programmed to 70 bpm, but the underlying rhythm was less than 65 bpm. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination component/subassembly failure (select specific code from category d) (integrated circuit) device was out of specification in a manner that relates to event premature eri (elective replacement indicator).

Event description:
It was reported the device was replaced due to premature battery depletion. The patient recently had shortness of breath. The lower rate was programmed to 70 bpm, but the underlying rhythm was less than 65 bpm. No further patient complications have been reported as a result of this event.